Event description:
It was reported that there was twave oversensing noted at the end of the implant procedure. Programming changes were made for the right ventricular (rv) lead, and the rv lead remains in use. No patient complications were noted as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.